Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor had noise on the episode log. The implantable cardiac monitor remains in use. The patient is a participant in the reveal af clinical study. No patient complications have been reported as a result of this event.